Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible physical stress from handling by the customer contributed to the device damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope. Connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed; the device was not water-tight due to wear at the hand grip. The device examination identified the following issues: the friction plate was deteriorating; the adhesive on the bending section cover was cracked; switch button 1 was scratched; the paint on the air/water channel was peeling; the scope cover plate was detached; the light guide cover glass was scratched; the universal cord protector was scratched; the objective lens was scratched and cracked; and the connecting tube was scratched. Functional testing showed the bending angle in the up direction did not meet specifications due to a worn angle wire. In addition, the ultrasound image was defective with missing elements due to damage to the ultrasonic probe. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis lucera ultrasound gastrovideoscope had a leak. The device was returned to olympus medical for evaluation. Examination showed the acoustic lens was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.